Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: report source: foreign country: (B)(6). The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. The system was working as intended. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that there was a camera faulted message on the application screen. They rechecked all the cabling but the amber light was solid on the camera. Troubleshooting involved checking the thermal and bump sensor statuses in the ndi application and found both to be active. They cleared the sensors and confirmed the amber indicator on the camera was extinguished. No patient was present at the time of the event.